Manufacturer narrative:
The abandoned lead has not been returned for analysis therefore boston scientific cannot confirm this clinical observation. As no further information concerning this report is expected, (B)(4) investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the device replacement procedure, this right ventricular (rv) lead was stuck in the lead barrel of the device header. A bone cutter was used to free the lead. The rv lead displayed varied impedance measurements, high threshold measurements and had a cut in the insulation. The lead was surgically abandoned and replaced. No adverse patient effects were reported.